Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 300-364 mg/dl range. During troubleshooting it was found that the pump time was inaccurate. Reportedly, the customer did no adjust the pump time for daylight savings. In addition, it was noted that they received an incomplete bolus alert. Tandem technical support educated the customer on the causes for the alert. Customer delivered a bolus to bring bg levels to target range.